Event description:
Atrial undersensing noted on current egm (electrogram) and in recorded ahr (atrial high rate) episodes. P-waves bipolar 0.3mv, programmed sensing 0.3mv. Lead trends appear stable. Patient c/o (complains of) sob (shortness of breath) and leg edema. Discussed looking at unipolar sensing. Patient to be seen in clinic. Atrial unipolar lead impedance warning on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).